Event description:
The nurse reported that during vitrectomy surgery ophthalmic backflush handle soft tip was blocked and air bubbles are generated and liquid cannot be aspirated. The surgery was completed on same day without any patient health impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).